Manufacturer narrative:
The na electrode expiration date is 27-aug-2023. The field service engineer (fse) replaced the cell wash vacuum line and the sample probe, adjusted the spring in the sample probe, and checked the rinse tubing, rinse nozzle springs, and wash stations. A precision test was performed successfully. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 172 mmol/l. The repeat result was 141 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The na electrode lot number is d81. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.